Event description:
I attended dr. (B)(6) pka 3.0 case yesterday 10/18/17 and he planned the graph looser as he would for a 9mm poly, even though he intended to put in an 8mm poly. Refer to the graph attached. But then, he adjusted the graph to the following, and he cited the reason being that he has experienced ¿tighter¿ joints than expected with pka 3.0, so he is now planning the graph about 1mm looser as he would for a 9mm poly, even though he will still put in an 8mm poly. He said he is not sure that this is the correct adjustment for pka 3.0 vs. The previous pka 2.x (1mm looser in graph planning), but that this is what he is going with right now. Please see the graph attached. In addition, dr. Mittal commented after bone prep that he wanted to try to lateralize the femoral component as lateral as possible on the medial femoral condyle. So, he moved the femoral component 2mm lateral in his plan. After doing this, he went back to bone prep and saw that the distal femur showed additional ¿green¿ and ¿red¿ areas as he would expect. However, when he went to the femoral post holes to see the additional volume needed to resect, there was no additional green showing. When he used manual alignment to enter the post hole prep, he was able to enter the ¿exact¿ peg hole prep that he had made prior to the 2mm lateral adjustment, and said he expected the peg hole to move 2mm lateral per his adjustment. He then entered through motorized alignment, and saw that this motorized alignment seemed to take him about 2mm lateral per his expectations. However, when he entered the post hole, he showed the medial bias he was able to achieve despite the 2mm lateral adjustment, and then the arm began to vibrate and he immediately pulled the arm out of the peg prep to avoid patient harm. He stated that there was no visible damage. Link to a video was provided. Refer to the intake attachment. *** updated information*** there was a surgical delay of 15 minutes. Logs were uploaded to the complaints folder under pr 1649754 and pr 1649754 log reports.

Manufacturer narrative:
Reported event: an event regarding implant tightness involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 332 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding implant tightness for pka 3.0. There were 5 other reported events (pr1650605, pr1650584, pr1657416, pr1671337 and pr1648402). -conclusion: multiple session data files from the respective cases were reviewed. Analysis of the respective burr list data, relative to the planned implant position, were completed. For each separate analysis, the respective geomagic scales show that the burr-list values were within their respective range. The investigation shows that the burred volumetric resection cuts in dr. (B)(6) cases, were within the rio¿s full allowable robotic limits. Also, the separate robot verification data were reviewed, which shows all of its system verification values were within tolerance. Therefore, at this time the investigation does not indicate a system defect or malfunction. In order for the surgeon to see any additional peg green visual, as a result of shifting the implant plan, he would have had to ensure the peg shifted by >1.65mm (1.15mm + 0.50mm), in either direction for the anterior peg and >2.15mm (1.15mm +1.00mm), in either direction for the posterior peg. Based on the sequence, all the implant translations shifted the peg less than the 1.65mm and 2.15mm difference.. The peg shift amount, is not enough for the green visual to reappear on the screen.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
I attended dr. (B)(6) pka 3.0 case yesterday (B)(6) 2017 and he planned the graph looser as he would for a 9 mm poly, even though he intended to put in an 8 mm poly. Refer to the graph attached. But then, he adjusted the graph to the following, and he cited the reason being that he has experienced ¿tighter¿ joints than expected with pka 3.0, so he is now planning the graph about 1 mm looser as he would for a 9 mm poly, even though he will still put in an 8 mm poly. He said he is not sure that this is the correct adjustment for pka 3.0 vs. The previous pka 2.x (1 mm looser in graph planning), but that this is what he is going with right now. Please see the graph attached. In addition, dr. (B)(6) commented after bone prep that he wanted to try to lateralize the femoral component as lateral as possible on the medial femoral condyle. So, he moved the femoral component 2 mm lateral in his plan. After doing this, he went back to bone prep and saw that the distal femur showed additional ¿green¿ and ¿red¿ areas as he would expect. However, when he went to the femoral post holes to see the additional volume needed to resect, there was no additional green showing. When he used manual alignment to enter the post hole prep, he was able to enter the ¿exact¿ peg hole prep that he had made prior to the 2 mm lateral adjustment, and said he expected the peg hole to move 2 mm lateral per his adjustment. He then entered through motorized alignment, and saw that this motorized alignment seemed to take him about 2 mm lateral per his expectations. However, when he entered the post hole, he showed the medial bias he was able to achieve despite the 2 mm lateral adjustment, and then the arm began to vibrate and he immediately pulled the arm out of the peg prep to avoid patient harm. He stated that there was no visible damage. Link to a video was provided. Refer to the intake attachment. Updated information: there was a surgical delay of 15 minutes. Logs were uploaded to the complaints folder under (B)(4) log reports.